Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test and dat test at 0.08755 inches. No unexpected low battery alarm or battery icon anomaly noted. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify the low reservoir alarm due to prime anomaly. The motor functions properly during testing. No unexpected motor noise noted during testing. No drive/motor anomaly noted. The motor was tested outside of the pump and passed. The pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced no delivery, low reservoir alarm, low battery alert and drive/motor anomaly. The customer's blood glucose value was 202 mg/dl. The customer stated that the battery only lasted 10 hours. The customer reported she had a low battery alert and then empty battery icon. The customer stated that the pump made an awful sound when it rewound. The customer also reported no delivery alarm. The product was returned for analysis.